Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with depleted batteries was confirmed and reproduced during evaluation. The cause of the depleted main batteries was due to user error. The main batteries and battery harness were replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 5.08.92.

Event description:
The facility representative reported a colleague infusion pump with a "battery issue". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.